Event description:
It was reported that multiple cartridge alarms occurred. Customer will continue to use the current pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.